Event description:
It was reported that the catheter fell out of the patient with a balloon deflated due to water leakage on the day of its placement. There was 2000 ml of urine in the bag and the bed was found to be wet due to urine leakage. It was unknown at what time the catheter fell out. Per additional information via mail from ibc on 04aug2020, the balloon was intact.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated and observed there was pinhole on sac collar of catheter that allowed water to leak out. Pinhole was examined under microscope and noted to be short and smooth. Exact cause of sample condition have been determined and confirmed as a manufacturing related process due to poor dipping process. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Do not resterilize single use only. Do not reuse. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Consult instructions for use. Do not use if package is damaged."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a balloon deflated due to water leakage on the day of its placement. There was 2000 ml of urine in the bag and the bed was found to be wet due to urine leakage. It was unknown at what time the catheter fell out. Per additional information via mail from ibc on 04aug2020, the balloon was intact.